Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter. Meter did not turn on with button depression and test insertion. The meter was de-cased and did not observe contamination, blockage, or corrosion due to liquid contamination. An extended investigation was also performed on the returned meter. Inserted known good battery and strip, the meter turned on. No evidence of product malfunction was observed. No new issue were observed. Blank screen was not observed. The complaint was not confirmed. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.¿

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.